Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.

Event description:
Brush head comes loose from the metal pin - oral-b [device connection issue] brush heads separated entirely from hand piece - oral-b [device breakage] size of the holder/pin on the hand piece...significantly smaller - oral-b [device physical property issue]. Case narrative: male consumer via phone stated that the oral-b toothbrush head came loose from the metal pin on the oral-b genius x toothbrush mid-brushing. No injury was reported. 21-jun-2024 follow up via email: the consumer reported that the oral-b toothbrush heads separated entirely from oral-b toothbrush hand piece. The size of the holder/pin on the oral-b toothbrush hand piece was significantly smaller. No injury was reported.